Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the multiple buttons of the insulin pump were presses required and insulin pump blanks out while using it sometimes. Customer¿s blood glucose level was unknown. Customer stated that the rewind takes longer. The insulin pump will not be returned for analysis.